Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the display of the roller pump was very dim. The user replaced the printed circuit board and the display illuminated as expected. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.